Event description:
It was reported that ventricular tachycardia rhythm was observed on the patient¿s device. Patient had symptoms of queasy and stomach upset and the patient came to the emergency room. Patient had ongoing episodes of slow ventricular tachycardia. Programming changes were made and the patient was stable. Patient later had an electrophysiologist ablation for ventricular tachycardia. Patient was stable post procedure and was discharged.